Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis noted there was no initial complaint against the pch instrument. Through the evaluation, it was found that the pch instrument had a segment of the conductor wire dislodged from the conductor cap, and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. It was noted the conductor cap was properly seated within the distal clevis as the hook moved in yaw. The pch instrument was found to have damage of the conductor wires insulation. Thermal damage was found on the conductor cap and was located in the same area as the conductor wire insulation damage. The pch instrument was found to have 1 life remaining. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. A log review was conducted, and it was confirmed that the permanent cautery hook (pch) (420183-11) n10180115-961 was last used on (B)(6) 2018 during a cholecystectomy procedure with system sh1092. This complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument had broken. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.